Event description:
The distributor reported that a patient got burned when a doctor applied starburst xl 15cm to the patient. The patient got burned underneath one of the katecho pads, and whole area under the katecho pad got red. It was level 1 burn but the patient applied medicine to heal the part. The distributor stated that during the operation, the doctor carefully monitored the display, but the number of impedance and parameter are normal and there are no unusual activities.